Event description:
It was reported that the ventilator failed pressure transducer and internal leakage tests during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The customer did not request any service. Logs and the current status of the ventilator requested but not provided. We have not been informed of a replacement carried on by the customer. Due to lack of information, the root cause of the reported event could not be found. H3 other text : 4117.

Event description:
Manufacturer ref.#: (B)(4).